Event description:
Nursing from the or is complaining that the bd e-z scrub 408 ultradex scrub brush is not as good as it was before it went on manufacturer back-order in december. The or charge nurse stated, "the brush is not sturdy enough, the sponge is not thick enough and there is not enough soap in the sponge. We have to supplement the soap from our dispensers. These complaints are from surgeons, techs and nurses."we have two lot #'s on our shelf. We asked the or to see if there is a difference between the two lot numbers. We were told there is no difference. All pieces of each lot are affected. We moved to a different brand of surgical scrub brush to satisfy the concerns of the or.